Event description:
It was reported that there was a lvp 8100 that failed to alarm soon enough with air in line while infusing thiamine. "Air almost made it to patient cannula before IV pump alarmed. Patient had IV thiamine running through line with burette. Pump air in line alarm triggered when air was 5cm from the patient's IV cannula. Sections of air had run through the IV line, past the sensor. 80ml of fluid was left in the burette. Pump was immediately paused, IV line clamped and patient assessed. No reported adverse affects with patient. Patient reviewed by doctor, and IV disconnected. Pump removed and sent to bts for investigation. No further patient treatment required."

Manufacturer narrative:
The report of the device failing to alarm soon enough for ¿air in line¿ was not confirmed. The review of the pump module log showed at power on, the device had an ¿air bolus limit¿ of 250 l with ¿accumulated air¿ disabled. The pcu error log showed no errors or malfunctions on the reported incident date. The pcu event log identified an infusion of thiamine (drug ID 488) on (B)(6) 2021. The infusion was started at 7:17 pm and immediately alarmed for patient side occlusion. The infusion was restarted and infused for approximately 14 minutes then alarms for ¿air in line¿. The pump is paused and channeled off at 7:46 pm. The pump module¿s air detection system was tested and found to be in specification. Inspection of the pump module found no irregularities. With an air bolus limit of 250l being selected, it is possible a single air bolus measuring 1.6 inches can pass the air in line sensor undetected. The system offers single air bolus detection at 50l and 75l which can detect single air boluses smaller than 250l; however, with the ¿accumulated air¿ options disabled the accumulation of single air boluses smaller than the ¿air bolus limit¿ will not trigger an ¿accumulated air in line¿ alarm. The alaris system was being used for treatment. The probable cause of the reported complaint that the pump module failed to alarm soon enough for ¿air in line¿ is believed to be a single air bolus less than 250l with the ¿accumulated air¿ setting disabled. Sample inspection: pump module (B)(6) was received with instrument seal intact. The right (male) iui was observed with dry fluid residue. The left (female) iui was observed with dry fluid residue. Platen, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. All parts inspected are manufactured by bd. The source pump module was disassembled for an internal inspection. During the inspection there were no irregularities observed. Ail assembly s/n (B)(6) (manufacture date january 2020) bezel date code 12/19 (december 2019) log analysis results: the record the pcu is powered on, (B)(6) 2021 at 7:14 pm. The user selects ¿new patient¿ and ¿same profile¿ (adult critical care). The pump module (s/n (B)(6)) showed at the time of power on, the device was configured with an ¿air bolus limit¿ of 250l with ¿accumulated air¿ option disabled. The review of the pcu event log identified an infusion thiamine (drug ID 488) that was programmed on the source pump module on (B)(6) 2021 at 7:16 pm. The log records the infusion was started at 7:17 pm and immediately alarmed for ¿patient side occlusion¿. The infusion was then restarted. At 7:31 pm, the pump module alarmed for air in the line. At 7:37 pm, the alarm was silenced. At 7:41 pm, the infusion was paused. At 7:46 pm, the pump module was channeled off. The device channel off initiates a system shutdown. The total volume infused was 46.881ml the review of the pcu error log showed no errors or malfunctions on the reported incident date. Test results: the source pump module air detection system was tested and was found to be in specification. Test methods: 1503-001-002-r (01) air in line threshold test method (dir (B)(4)). Device history review: a review of the device history record showed the device had a manufacture date of 06may2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise was performed for the source pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that there was a lvp 8100 that failed to alarm soon enough with air in line while infusing thiamine. "Air almost made it to patient cannula before IV pump alarmed. Patient had IV thiamine running through line with burette. Pump air in line alarm triggered when air was 5cm from the patient's IV cannula. Sections of air had run through the IV line, past the sensor. 80ml of fluid was left in the burette. Pump was immediately paused, IV line clamped and patient assessed. No reported adverse affects with patient. Patient reviewed by doctor, and IV disconnected. Pump removed and sent to bts for investigation. No further patient treatment required."